Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. D4: UDI: as the device information was not provided, the UDI is not available. D6a. Implantation date: it was reported that the breast implantation was in 1995. Since the exact date is unknown, the date of (B)(6) 1995 has been added as best estimate. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 73-year-old caucasian female patient underwent a breast surgery with two unspecified saline breast prostheses and experienced capsular contracture (baker grade 4) on the left side and a rupture on the right side post-operatively. It was reported in a patient¿s mammogram that both implants were heavily calcified. As a result, the patient underwent explantation on (B)(6) 2025, and replaced with 405cc mentor memorygel boost breast implants. This report is for the left side device.